Event description:
Leica biosystems (lbs) was contacted with a complaint of overprocessed specimens; hard to cut brittle, dry tissue. On 16 february 2024, the lbs field applications specialist (fas) investigating this event with the complainant documented the following information, "one of the prostate needle biopsy cases could not be diagnosed and a re-biopsy was recommended, however, the pathologist does not know if a re-biopsy will be performed or not. The patient is scheduled for a follow-up visit with his doctor. It is also unknown if the state of the patient's health has been or will be affected by the event." On 20 february 2024, the lbs fas provided the following update, "it has not been finalized as the status of a re-biopsy being performed is still unknown." On 9 march 2024, the lbs fas provided the following update received from the complainant, "processing is satisfactory. Unfortunately, patient is not back yet." Information has not been received as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome despite completing a demonstratable attempt to gain this information; however, information available indicates one (1) patient tissue sample was unable to be diagnosed. An age and gender were provided for the impacted patient.